Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure removal of the balloon after use revealed threads peeling away from the shaft. Reportedly no pt injury was associated with this event.